Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that the patient presented to the hospital after receiving a shock. During device check it was noticed that bigeminal avoidance was recruited in multiple episodes even though the patient was experiencing a true vt rhythm. Programming changes were made to lower the rate and that seemed to resolve the issue. Patient was fine post check and was not symptomatic.